Manufacturer narrative:
Customer: (B)(6). Device evaluation the zisv6 device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zisv6 devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0117-5 / ifu0122-3) list arterial thrombosis as a known potential adverse event. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the available information it is known that patient baseline characteristics included claudication, chronic limb-threatening ischemia (clti), smoking history, hypertension, diabetes, coronary artery disease (cad), cerebrovascular disease, renal insufficiency, obesity and hypercholesterolemia. It is possible that patient pre-existing conditions caused or contributed to the event of thrombosis. There is no evidence to suggest the device malfunctioned or deteriorated in performance characteristics during the study. Arterial thrombosis is also listed as a known potential adverse event within the IFU and may also have occurred as a result of the stent placement procedure. Summary the complaint is confirmed based on customer testimony. The patient outcome is unknown. From the available information it is known that 01 patient in the ptx group experienced stent thrombosis. Clinical input suggests the patient would likely have required medical/surgical intervention as a result of this event. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
(B)(6). PMA/510(k) # p100022/s014. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Bosiers 2020 ¿zilverpass study: zilver ptx stent vs bypass surgery in femoropopliteal lesions¿. Between october 2013 and july 2017, 220 patients (mean age 68.6±10.5 years; 159 men) were enrolled and randomized to the zilver ptx treatment group (113, 51.4%) or the bypass treatment group (107, 48.6%). Most of the lesions were occlusions (208, 94.5%); the mean lesion length was 247.1±69.3 mm. In brief, patients with moderate to severe intermittent claudication or clti with rest pain or minor tissue loss (rutherford categories 2(to 5) presenting with a long=15 cm) stenotic or occlusivede novo lesion (tasc c and d) in the femoropoplitealarteries suitable for both endovascular therapy and bypass surgery could be included in this study. Patients assigned to the zilver ptx group were considered enrolled when successful lesion passage was achieved, and diagnostic angiography confirmed that all angiographic inclusion criteria were met. The only pre-treatment allowed prior to placement of the zilver ptx stent was standard balloon angioplasty immediately after the endovascular intervention was required to evaluate the postoperative lesion .following treatment, antiplatelet therapy consisting of clopidogrel for at least 60 days and lifelong aspirin was routinely prescribed. Physical examination was performed prior to discharge. In the zilver ptx patients, complications consisted of 2 perforations/dissections after post dilation, and 1 stent thrombosis. This file captures the stent thrombosis incident .